Manufacturer narrative:
(B)(6). Investigation: two shelf boxes with thirty syringes each were received by bd for evaluation. A quality engineer was able to inspect the returned samples and determined that there was no damage to the barrel flange, the plunger rod or any other area. The syringes were tested for sustaining force and the engineer found that all of the syringes were within specification. Next, the engineer checked for the strange smell but was unable to identify any odor. Thus, the engineer was unable to verify the reported issues. Since no defects were verified bd was unable to identify a root cause or any corrective actions that were deemed necessary. A review of the reported lot's device history record revealed zero defects found during this production run. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. DHR/bhr review: there was no documentation of issues for the complaint of batch 7208540 during this production run. This is the first complaint to the batch 7208540 for plunger movement difficult/ other. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update jun 07, 2018. Two shelf boxes with 30 syringes each were received. They all are in their sealed packaging flow wrap. They all have the plunger rod-rubber stopper, tip cap and saline solution, the barrel label confirms the lot# 7208540. All of them have no damages to the barrel flange, plunger rod or any other area. The syringes were tested for sustaining force. The max value was 12.85n and the lowest 7.20n; the spec is <20n; therefore all are compliant. The syringes were smelt, finding no odor. Product within specification? Yes? No? Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel/flange damaged nor cracked barrel. CAPA (B)(4) has been opened for barrel flange damaged.

Event description:
It was reported that the flange of a bd posiflush¿ normal saline syringe was broke while in use, also reported was a difficult plunger. There was no report of exposure, injury or medical intervention.